Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated "my battery had stalled." The pump was making a short beeping sound but now it was a very long beep every hour. A company representative (rep) came to check their pump. The pump was being replaced via insurance approval.

Event description:
Additional information was received from a company representative (rep) who reported that on (B)(6) 2021 they saw the patient and updated the pump to silence the elective replacement indicator (eri) alarm. The attached image showed that an audible alarm was silenced that day. The patient reported hearing the pump alarm once an hour since then, and the rep was made aware today. The rep was going to update the pump again to silence the alarm. When they went to update the programmer, the tablet alerted them to enter a date of birth so they entered it into the patient screen. The alarm silence screens all appeared normal so they proactively set the non-critical alarm interval to 1x 6hrs just in case the update was not successful again. Technical services reviewed that all the screens told them that it should be silenced just like it likely did on (B)(6) 2021, so the cause of it continuing to alarm was not known. Additional information was received from the company representative who reported that the patient's alarm was due to normal eri. It was not known when the alarm was first observed. The patient's weight was unknown. The pump remained implanted. Additional information was received from the healthcare provider who indicated that the event date was (B)(6) 2021 the patient was being scheduled for their eri pump replacement. The patient's weight was 115 pounds.

Manufacturer narrative:
Additional information was received which reported that the pump had reached the elective replacement indicator (eri). This report is being sent to indicate that the event is no longer reportable as a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.